Event description:
It was reported to boston scientific corporation the a percuflex plus ureteral stent was going to be used in a ureteroscopy procedure (patient age, gender, and weight unknown). According to the complainant, during the procedure, the stent was broken when it was removed from the package. There was no reported damage to the outside of the package. The case was successfully completed using a second percuflex plus ureteral stent. The patient was reported to be "fine" at the conclusion of the procedure..

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.